Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery to remove and repair a recurrent hernia. It is alleged that during this procedure the patient was noted to have a fistula and adhesions and that the mesh had deformed. However, no medical records were provided and no sample has been returned for evaluation. Recurrence, fistula, granulation and adhesions are known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008:the patient underwent repair of a midline incisional hernia. A bard/davol large oval composix kugel was implanted in patient during this repair. On (B)(6) 2017:the patient underwent surgery to remove the infected composix kugel patch containing a fistula to the mesh and repair patient's midline recurrent incisional hernia defects. During the surgery, the doctor noted that ¿the mesh was obviously stained with enteric contents,¿ ¿there was recurrent hernia defects along the right lateral edge and superior to the mesh and the majority of the mesh along the midline was eventuating through the previously unclosed midline hernia,¿ and below the mesh there was ¿an inflamed, granulating neoperitoneum.¿ upon further inspection, the doctor identified dense adhesions of omentum and small bowel along the right side of the mesh, and, according to the doctor, it appeared that a portion of the [composix] kugel mesh had contracted, exposing the small-pore polypropylene surface and the fistula. The doctor continued the adhesiolysis and when he came to the left side he noted dense small bowel adhesions to the mesh. Specifically, ¿there were multiple loops of small bowel adherent to the remaining mesh and the inflamed neoperitoneum.¿ the doctor was forced to resect the bowel segment containing the fistula and remove the remaining (composix) kugel mesh. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent repair of a midline incisional hernia. A bard/davol large oval composix kugel was implanted in patient during this repair. (B)(6) 2017: the patient underwent surgery to remove the infected composix kugel patch containing a fistula to the mesh and repair patient's midline recurrent incisional hernia defects. During the surgery, the doctor noted that ¿the mesh was obviously stained with enteric contents,¿ ¿there was recurrent hernia defects along the right lateral edge and superior to the mesh and the majority of the mesh along the midline was eventrating through the previously unclosed midline hernia,¿ and below the mesh there was ¿an inflamed, granulating neoperitoneum.¿ upon further inspection, the doctor identified dense adhesions of omentum and small bowel along the right side of the mesh, and, according to the doctor, it appeared that a portion of the [composix] kugel mesh had contracted, exposing the small-pore polypropylene surface and the fistula. The doctor continued the adhesiolysis and when he came to the left side he noted dense small bowel adhesions to the mesh. Specifically, ¿there were multiple loops of small bowel adherent to the remaining mesh and the inflamed neoperitoneum.¿ the doctor was forced to resect the bowel segment containing the fistula and remove the remaining [composix] kugel mesh. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel hernia patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with large midline incisional hernia, left lower quadrant colostomy stomal site incisional hernia, adhesion, thereby underwent laparoscopic repair with the implant of composix kugel mesh and one synthetic mesh. Per operative notes, ¿a subxiphoid incision was made in the previous midline and carried down to the fascia. In left lower quadrant hernia sac was dissected out and placed one synthetic mesh. There was a large hernia sac, which was dissected out. A composix kugel mesh was placed into midline area and secure it with sutures.¿ (B)(6) 2017 - patient was diagnosed with infected mesh, fistula, abscess, adhesion, recurrence incisional hernia, scar tissue thereby underwent open repair with explant of composix kugel mesh and synthetic mesh. Per operative notes, ¿the scar tissues were removed. Fistula was removed and the defect was closed with tackers. All abscess; adhesions were taken down. Hernia sac was dissected out. Previously placed infected composix kugel mesh and synthetic mesh were removed. The defect was closed with sutures.¿

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery to remove and repair a recurrent hernia. It is alleged that during this procedure the patient was noted to have a fistula and adhesions and that the mesh had deformed. However, no medical records were provided and no sample has been returned for evaluation. Recurrence, fistula, granulation and adhesions are known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.